Event description:
The complainant reported an under-delivery. The intended delivery was 250 ml; however, only 100 ml was delivered. Delivery timeframe was not provided.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation indicated the complaint for under-delivery was not confirmed. The pump delivered at +5.3%, which is within specification.